Event description:
The following was reported to davol by the pt's attorney. On (B)(6) 2010, the pt was implanted with non davol/bard products during an unk procedure. On (B)(6) 2011, the pt was implanted with a bard soft mesh and a non-davol device during an unk procedure. The attorney's report alleges permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records were limited to the pt's implant record only. We have contacted the initial reporter to request add'l info and to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, this report will be updated.